Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 7atm. The device was removed from the patient's body without problem and the procedure was completed with a non bsc device. No patient complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per wolverine label specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no damage or issues with shaft of the device. A visual and microscopic examination found no issue with the blades of this device. All blades were found to be secure in their pads. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 7atm. The device was removed from the patient's body without problem and the procedure was completed with a non bsc device. No patient complications were reported and the patient's condition was good post procedure.